Event description:
This is a report of a (B)(6) year old pt (gender unk) who was treated for hepatocellular carcinoma (hcc). The pt had active hepatitis c with four lesions. Two large hypervascular lesions on the right lobe (volume -900cc), ecog 0, cp a, normal bilirubin, afp 350 and 6 percent lsf. On an unconfirmed date the pt received right lobe infusion of 120 gy, 20 gbq second week dose. On an unk date, within one week post treatment with therasphere the pt's bilirubin level was 30mg/dl and the pt was experiencing ascites, afp had dropped and the pt was jaundiced and tired. Let lobe therapy was put on hold due to the response to the first treatment. The reporting physician was concerned that they may be observing radiation induced liver disease (rild) or some form of liver decompensation but diagnosis was not confirmed at the time of reporting.

Manufacturer narrative:
Investigation into this complaint is ongoing and further information will be requested. Submission of this report does not constitute an admission by the company that the product cause or contributed to an adverse effect.